Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A copy of device memory was submitted for engineering analysis. Engineering analysis noted that eri was declared due to a charge time greater than 15 seconds and also noted the presence of high rate atrial sensing that resulted in an increase in power consumption. The eri to end of life (eol) interval was expected to be unaffected, however, it was noted that the time to therapy may be extended due to the longer charge times. Available information indicates this device remains in service. No adverse patient effects were reported. It was reported that surgical intervention has taken place and this device was explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Correction to field h1: type of reportable event - serious injury. The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A copy of device memory was submitted for engineering analysis. Engineering analysis noted that eri was declared due to a charge time greater than 15 seconds and also noted the presence of high rate atrial sensing that resulted in an increase in power consumption. The eri to end of life (eol) interval was expected to be unaffected, however, it was noted that the time to therapy may be extended due to the longer charge times. Available information indicates this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The device battery was suspected to be depleting prematurely. A copy of device memory was submitted for engineering analysis. Engineering analysis noted that eri was declared due to a charge time greater than 15 seconds and also noted the presence of high rate atrial sensing that resulted in an increase in power consumption. The eri to end of life (eol) interval was expected to be unaffected, however, it was noted that the time to therapy may be extended due to the longer charge times. Available information indicates this device remains in service. No adverse patient effects were reported. It was reported that surgical intervention has taken place and this device was explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.